Event description:
Procedure: sils. According to the reporter: the shaft of the instrument splintered during the procedure as the shaft was not reinforced. There was no blood loss or extension in operating room time. There was no pt injury. Additionally, no part of the device fell into the pt cavity.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.